Event description:
The 8mm medial poly insert did not lock into place and popped out of the joint onto the operating room floor when the surgeon began taking the leg into extension. The surgeon implanted the 6mm poly and the joint felt loose as a result.

Manufacturer narrative:
The 8mm medial poly insert did not lock into place and popped out of the joint onto the operating room floor when the surgeon began taking the leg into extension. The surgeon implanted the 6mm poly and the joint felt loose as a result. Review of the device history record indicates that the device was manufactured to specification. Device eval: the medial 6mm insert was returned to conformis for eval. Visual examination of the returned insert indicates that the insert was not completely locked down. The snap feature shows an impression only half-way up the snap radius without any deformation in the interference fit area. It appears that the insert was not fully seated before the leg was brought into extension.